Event description:
Spontaneous call from patient stating that one of the premix cassettes she received is damaged and the red cap where the extension tubing attaches to is missing or cut off. We are sending pt another premix cassette. Patient did not see a lot number on the cassette, but is holding on to it in case it's needed. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to switch to? It's a cassette, not a pump. She had another cassette to use. If yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.